Event description:
It was reported that the saw was sparking at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the saw was sparking at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.